Event description:
Patient was revised due to osteolysis and loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned to depuy. A search of the complaints databases finds no other reports of any kind against the provided product and lot code combination since its release to distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.